Event description:
The customer reported the ventilator shut down while in use on a patient. The customer reported there was no patient harm, and stated the ventilator did not alarm. The respironics service technician reported he was unable to duplicate the customer reported problem, and all alarm conditions functioned to specification during checkout. The service technician confirmed a diagnostic code in the ventilator log history that indicated a +24 volt failure. The service technician replaced the power supply as a precaution. Extended self testing (est) and performance verification testing was completed and all tests, including alarms, passed per operating specifications.